Event description:
It was reported that an evacuated container did not have a vacuum. This was noted while connecting the device to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, an unused device of the same lot was received for evaluation. Visual inspection did not identify any abnormalities that could have caused or contributed to the reported condition. The device's vacuum was then measured and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.